Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cable of the device was frayed and sparking. The physician had a small electrical burn on the arm, treatment was needed. There was no patient injury.